Event description:
A customer reported to baxter corporate product surveillance an unknown solution administration set in which a free-flow occurred. Customer reported the facility had difficulty controlling the roller-clamp. The nurses and anesthesia team at the facility were following instructions, but found that an hour later the fluid has almost fully infused into 1000ml bags. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available; hence, the assignable cause could not be determined. The root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.